Event description:
On (B)(6) 2015, the reporter contacted lifescan alleging that the patient¿s onetouch ultra2 meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began on (B)(6) 2015. The patient manages their diabetes with insulin with no adjustments. The reporter was unable/unwilling to disclose if the patient made any changes to their usual diabetes management regimen in response to the alleged issue. The reporter stated that the patient developed symptoms of ¿dizzy, weak and lightheaded¿ sometime after the alleged issue began. The reporter stated that the patient was treated with food and/or drink by a non-health care professional. The reporter stated that the patient did not test on any other device at this time. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms associated with hypoglycemia and received treatment of food/drink after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.